Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a sealed box (12 ea) unopened samples of product code w9552 were received for evaluation. Visual inspection of twelve unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: the surgeon confirmed that actually suture did not absorb quickly enough. When talking to the surgeon salesperson explained how much time is needed for the suture to absorb based on the IFU information. The surgeon confirmed they did not check the IFU prior to procedure, expecting the suture to absorb much quicker. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. After reviewing the IFU, did the suture absorb too quickly? After reviewing the IFU, did the suture absorb too slowly? After reviewing the IFU, did the suture absorb in the expected amount of time? Was there any alleged deficiency with the suture? Were there any adverse patient consequences? (B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. Date and indication of initial procedure? What tissue was the suture used on? Date when premature absorption of the suture was noticed? What was done when premature absorption of the suture was found? Was additional surgery necessary? A manufacturing record evaluation was performed for the finished device lot number pgm350 / w9552, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread was resorbed before it should according to the manufacturer's instructions. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/11/2021. H6 component code: g07002 reported condition not confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: as per information received from salesperson the suture absorbed too slowly. It was acknowledged by hcp also that a different suture should have been used and it was not a deficiency of the suture. The conversation was conducted via telephone.